Event description:
Related manufacturer report number 3006705815-2022-15751. It was reported that one of the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention may take place to address the issue. As it is unknown which lead migrated, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead.